Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the prograsp forceps was not responding to surgeon commands. Frayed wires were noted upon removal. There was no report of injury.